Manufacturer narrative:
Updated b.4, g.3, g.6, and h.2. Corrected h.6 device code, type of investigation, investigation findings, and investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A device history review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no device problem was identified affecting distributed product, no pra is required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The paravalvular leak and valve malposition were unable to be confirmed due to unavailability of relevant imagery/medical report. A review of the DHR did not indicate any manufacturing nonconformance that could have contributed to the reported event. A review of the IFU/training materials revealed no deficiencies. As reported, ''upon deployment of a 26mm s3ur valve, there was interaction with one of the surgical valve posts that lifted one side of the sapien valve. One side of the new valve was above the annular ring of the surgical valve. The patient ended up with 3+ peripheral regurgitation on this side.'' In this case, the deployed valve was likely caught on the posts of pre-existing surgical valve during the valve deployment, resulting in tilted one side or malpositioned thv. As such, available information suggests that procedural factors (valve positioning and deployment technique) may have contributed to the pvl event. Since the deployed valve was malpositioned, so the pvl skirt could not fully seal against the target site, resulting in paravalvular leak. As such, available information suggests that procedural factors (malpositioned thv) may have contributed to the complaint event.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter mitral valve replacement procedure by trans-septal approach, there were no issues with puncture, but upon deployment of a 26mm sapien 3 ultra resilia valve, there was interaction with one of the surgical valve posts that lifted one side of the sapien valve. One side of the new valve was above the annular ring of the surgical valve. The patient ended up with 3+ peripheral regurgitation on this side and the team needed to deploy a second 26mm sapien 3 ultra resilia valve. The wire was switched from confida to extra stiff wire for the second valve. There were no further issues.

Manufacturer narrative:
Investigation is ongoing.